Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the endoscope; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted incisional hernia etep surgical procedure, the endoscope allegedly no longer rotated and the left-right functionality was reversed. The procedure was completed using another endoscope with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: this issue occurred more frequently when turning the endoscope, the camera jams, image stops, instruments swapped right and left. Issue resolved by using another endoscope. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the events happened a long time ago. The site also had an engineer visit from the USA. It was quiet for the last 1.5 years until the problem recently reoccurred for the first time.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 30-degree endoscope plus for failure analysis investigation. The endoscope was analyzed and was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. Additional observation(s) not reported by site: the endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits.

Event description:
Refer to h11 for follow-up information.